Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-05876, for the other associated device information. It was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy performed on (B)(6) 2009. According to the complainant, during the procedure, the first clip would not release from the catheter. The second clip would not advance through the sheath. The case was completed with a third resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).